Manufacturer narrative:
A review of the device history record has been completed for the event of rupture. No deviations or non-conformance's noted. A review of the device history record has been initiated for the event of capsular contracture. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture and capsular contracture.

Event description:
Physician reported right side rupture and capsular contracture baker grade iii. The device has been explanted.

Event description:
Physician reported right side rupture and capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed, more than three openings on anterior and posterior side assessed as surgical damage. Additional observations: crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported right side rupture and capsular contracture baker grade iii. The device has been explanted and replaced.